Event description:
It was reported that the patient experienced escape rhythm with their heart going low. It was noted that the right ventricular (rv) lead exhibited high thresholds. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.